Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the uninterrupted power supply and power cord. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would shut off by itself when positioning for procedure. No pt injury was reported.